Event description:
A health care professional reported that the patient had experienced complications following corneal ring implantation in the right eye after lasik surgery. The healthcare professional again removed the ring the next day as it came out of the tunnel and kept in the other eye. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Laser was successfully verified after surgery date. Most recent technical site visit confirmed device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. No root cause for the customers reported event could be determined, however no technical root cause could be identified as the device met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient had experienced complications following corneal ring implantation in the right eye after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in b.5. As per the new information the corneal ring was removed from the left eye of the patient. Correction information provided in h.6. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient had experienced complications following corneal ring implantation in the right eye after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.